Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00274 on 16apr2020. Additional information (14may2020): based on the troubleshooting work performed by customer service engineer (cse), siemens investigation concluded the potential cause of the discordant calcium results was an instrument malfunction. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced the mixer 1 paddle and checked the lamp energy. Siemens is investigating the issue.

Event description:
Discordant calcium patient results were obtained on an advia chemistry xpt instrument. Specific information on patient sid, initial results, repeat results, which results were considered discordant or whether they were reported, was not provided by the customer. There are no known reports of patient intervention or adverse health consequences due to the discordant, calcium patient results.